Event description:
It was reported that during a da vinci si sacrocolpopexy procedure the large suture cut needle driver instrument was noted to have broken cables. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the customer initially reported broken wire, however, for clarification the damaged component was a frayed grip cable. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. The one grip close cable was derailed at the distal idler pulley. The grips still opened and closed, but movement may not be precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and the distal pulleys may have contributed to the derailment. There were scratches on the surface of the distal pulley right below where the derailed cable occurred. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.